Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number.

Event description:
A consumer reported, that 20 days following intraocular lens (iol) implant surgery, he experienced double vision, shadows, and sees vertical and horizontal lines. The consumer had a yag laser procedure to eliminate opacification of the capsule. The consumer has requested that we do not contact his surgeon. No additional information is anticipated.